Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 valve in the pulmonic position, the delivery system balloon burst during inflation. The valve appeared to achieve full deployment with no leaks seen and no withdrawal difficulty. Per the echo, there was moderate stenosis, however it was not shared.

Manufacturer narrative:
Updated section h6. The device was not returned for evaluation. The complaint for balloon burst was unable to be confirmed as neither the complaint device nor applicable imagery was provided. Engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, a presence of manufacturing nonconformance could not be determined. However, a review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the instructions for use and training manuals also revealed no deficiencies. In addition, there was no reported any abnormalities during device prepping indicates that the balloon was not damaged when removing from package. The complaint description states, "the commander delivery system balloon burst at full inflation, there was moderate stenosis". The balloon burst could potentially result from multiple factors (i.e. Calcified annulus/leaflets, interaction with previous implanted valve). While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction with rigid calcium nodules or the pre-existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, due to limited information a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.